Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, five days prior to the implant procedure, the implantable cardiac monitor (icm) was turned on. The device was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.